Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2016 note that the patient feels her vns is not working. It was noted that the patient experienced one seizure in february and one seizures in march. It was noted that the vns settings were lowered due to low battery. The patient was referred for generator replacement. The patient underwent generator replacement on (B)(6) 2016 due to battery depletion, neos - yes. The explanted generator has not been received for analysis to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The explanted generator was discarded by the explanting facility; therefore, no analysis can be performed.